Event description:
A customer observed negatively biased phbr qc results on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event was hindered by lack of information provided from the customer. Datalog analysis indicated the biased results occurred across multiple slide cartridges. The customer indicated that fluid handling might be contributing to the results observed. Following calibration of the new slide lots, acceptable qc results were obtained. The definitive root cause of the event could not be determined.